Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient experienced elevated blood glucose levels and diabetic ketoacidosis, which resulted in hospitalization on (B)(6) 2025. The patient's blood glucose level exceeded 400 mg/dl, and ketones testing revealed a level of 7. The patient was treated with insulin administration and intravenous fluid therapy. The patient stayed in the hospital for twenty-four hours. The high blood glucose event occurred due to bent cannula of infusion set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011374, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-sep-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6011374" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011374 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 28-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of tubing of the lot 5a04097 was manufactured according to the wi version 27 on 28-jan-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a04098 was manufactured according to the wi version 27 on 28-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011374, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011374". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011374 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 28-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of tubing of the lot 5a04097 was manufactured according to the (wi) version 27 on 28-jan-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a04098 was manufactured according to the (wi) version 27 on 28-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.